Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine into the in ck3, ck1, nl1, lp6 and c1 areas. Approximately 6 months later, the patient experienced ¿inflammation in the injected sites". Patient treated with prednisone, celestone, urbason, and curonodose. Symptoms are on going.